Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were high impedances during a replacement surgery. There was high impedances on contact #3 and it was tested at 3 v. It was stated that the extension was removed, wiped down and re-inserted with the same results. Two days later it was reported that the high impedancevalues did not resolve. It was noted that the patient does not need to use contact #3 so it will not affect the therapy. The cause was not determined and no interventions were planned or taken.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot# j0118538v, implanted: (B)(6) 2001, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2001, product type extension. (B)(4).